Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic roux en y procedure, when reload was taken out of sterile packaging the cartridge deck on the contra lateral side of the staple retaining cap was damaged and bent off of the blue reload deck. Product was not used in the case. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis result that one gst60b reload was received with the pan damaged. The cartridge pan was noted to be damaged and bent. No functional test was performed due to the condition of the cartridge. While no conclusion could be reached as to how the pan became bent, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # n5562j. The analysis result that one gst60b reload was received with the pan damaged. As the cartridge pan was noted to be damaged and bent; it is possible that the cartridge was not properly loaded on the device, causing the damaged to the pan. No functional test was performed due to the condition of the cartridge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Performed